Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the two prr35 devices, were found not to produce adequate staple formation. Another device was used to complete the case. There was no consequence to the pt.